Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope has a white/pink mass that was observed when the customer pushed a biopsy forceps through the canal and two small lumps were seen going into the intestinal lumen. A subsequent wash did not show any foreign material. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and to correct d9, e2, e3, g2, h3, and h6 (type of investigation). An olympus field service engineer (fse) was dispatched to the user facility. The scope was checked and no problem was found. As the scope passed the onsite evaluation, the customer did not wish to return it for further inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although it was reported that foreign material exited the nozzle, the subsequent wash showed nothing and the device evaluation found no issues. As a result, the specific material could not be identified and the cause could not be specified. Three attempts were performed to obtain additional information, but no information was provided. The event can be detected and prevented by following the instructions for use (IFU) which state: operation manual- "3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end." Reprocessing manual- "1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.¿ olympus will continue to monitor field performance for this device.